Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rv lead had dislodged. The lead was explanted when repositioning was unsuccessful. The physician believes this was due to the patient&#38112;anatomy. The patient is doing well and will continue to be monitored.